Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side ruptured device. The device has been explanted.

Event description:
Physician reported left side ruptured device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior and underweight. A visual and micro analysis was performed which identified: sharp opening and striated opening. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A striated opening assessed as a surgical damage consist in the use of some surgical tool.